Manufacturer narrative:
(B)(4). Results of investigation: carefusion was able to verify the reported issue but not able to duplicate the alarms while in service. The ventilator passed an extended test run using the customer¿s settings, but failed the initial final test due to the ventilator going into reset cycle. Internal inspection revealed component jp1 of the main flex was physically damaged. A review of event trace revealed several hardware fault 41 alarms and hardware fault 21 alarm conditions. Carefusion replaced the main flex to address the reported issue. This complaint was included in a two-year retrospective complaint review to assess MDR reportability compliance. This complaint was deemed to meet the requirements for MDR submission and is therefore being submitted to the FDA.

Event description:
It was reported to carefusion that the revel ventilator began alarming with "8" in every display. The unit continued to alarm after the battery was removed for about 10 min then went into transition battery mode. While in service, the unit went into a reset cycle mode. This reportable issue was discovered while in service, therefore there was no patient involvement.